Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted the right atrial lead (ra) exhibited noise that was oversensed by the device. No intervention was performed. The patient was stable and would continue to be monitored.